Manufacturer narrative:
Source: this product is registered as a combination product. Based on the information available at this time, the specific complaint file covered by this investigation does not warrant CAPA escalation individually. If new information is received, the need for corrective action will be reassessed. Device complaints will be monitored through tracking and trending and escalated to CAPA when appropriate.

Event description:
It was reported that noise was observed on the right ventricular (rv) lead. Noise could not be reproduced during follow-up. No intervention was performed; there were no adverse consequences and the patient was stable.

Manufacturer narrative:
Corrected data: b1, b2, b5, d4, h1, h4.

Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. There were no adverse consequences and the patient was stable following the procedure.